Event description:
(B)(4) clinical study. It was reported that an angina occurred.in (B)(6) 2012, the subject presented due to stable angina and was referred for cardiac catheterization. The index procedure was performed and the subject was enrolled in the (B)(6) study. Target lesion #1 was a de novo ostial lesion located in the proximal left anterior descending artery (lad) with 75% stenosis and was 5 mm long with a reference vessel diameter of 3 mm. The target lesion was treated with direct stent placement using a 3.00 mm x 8 mm ion stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel the following day.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Describe event or problem updated. (B)(4)

Event description:
It was further reported that on (B)(6) 2014, the subject presented with unstable angina as an out patient. The event was considered not recovered/not resolved. The site has confirmed the event was not related to the study stent.